Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a taper to taper tear in the balloon, which is approximately 2.5 mm from the balloon's proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (f1506203) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: a diagnostic procedure. A mynxgrip (5f) vascular closure device was used for closure. The balloon ruptured. Manual compression was applied for 20 minutes. There was no hematoma or complications. Procedure type: diagnostic sheath size: 5f.